Event description:
It was reported that during a full supply change using an inset 23" 6 mm infusion set and new filled cartridge, the cartridge was inserted with the plunger slightly protruding, which caused the plunger to stick inside the pump and led to insulin leakage when the cartridge was removed. Customer care provided support that included guided troubleshooting to advance insulin through the tubing to reposition and remove the stuck plunger, followed by a successful supply change and resumption of delivery. Investigation of this case revealed leakage related to a seal issue consistent with a device reservoir interface, aligning with a reported leak/splash problem and plunger adherence inside the pump. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.